Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio: 1.8, coagucheck: 2.1. Pt tested using his doctor's coagucheck. The pt went home and 2-3 hours later tested on his inratio meter.